Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that during implant attempt, there was positioning difficulty with both leads; stable positioning could not be achieved. Sensing difficulty was also reported for both leads. The leads were not implanted and no patient complications have been reported as a result of this event.